Event description:
Upon attempts to remove the sheath and balloon/stent from artery, the palmaz stent came off the balloon and was left in the brachial artery. Pt was transferred to operating room for removal.